Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. Olympus will continue to monitor field performance for this device.

Event description:
No new information

Manufacturer narrative:
E1. (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited error code e218 (scope error) and the image turned yellow when angulation was operated. The issue occurred during therapeutic gallbladder laparoscopy procedure that was delayed less than 30 minutes. The procedure was completed with a similar device. There were no reports of patient harm or serious injury.